Event description:
It was informed that during a colonoscopic polypectomy the doctor attempted to cut a part of the loop, after the doctor ligated the polyp with the loop. Then the loop was caught in between the blades of the subject device and the doctor could not do further operation. Therefore, the doctor cut the insertion portion of the subject device, withdrew the scope from the patient. The doctor inserted the scope again, and could remove the subject device from the patient with another device. The doctor performed a preventive clipping and completed the procedure with another device. There was no other patient injury regarding this report.

Manufacturer narrative:
The subject device which was cut at the insertion portion and the loop were returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the loop was hold out of the loop hanger. After the loop was removed, it was operated smoothly. The loop was crushed. As the result of checking the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the loop was caught in the loop cutter, because the user pulled the slider without positioning the loop vertically to the blade. The instruction manual of the subject device warns; do not try to cut the loop that is not positioned on both edges of the loop hanger as plumb as possible for the blade. It may make cutting the loop impossible, or result in the loop getting caught in the distal end of the instrument, which could make it difficult or impossible to remove from the patient. In this case, use pliers to cut the insertion portion of the instrument where it extends from the biopsy valve of the endoscope. Remove the endoscope from the body, then reinsert the endoscope and cut the loop with a spare loop cutter. This report is being submitted as a medical device report in an abundance of caution.